Manufacturer narrative:
A customer in (B)(6) notified biomérieux of a discrepant false negative result associated with chromid® cps elite agar plates (reference (B)(4)). The customer reported the media shrinking and results with no growth. An internal biomérieux investigation was performed with results as follows: no other complaints linked to batch 1004658500. Problem determined to not be related to customer error/incorrect incubation. Product identified as being more sensitive to shrinkage than other culture media. Chromid® cps elite shrinkage issue associated with CAPA (B)(4). Internal corrective actions implemented as a result of the investigation conclusions: position chromid® cps elite agar plates from lid down to lid up position to unify the way customers. Are receiving plates and help decrease retraction issues.

Event description:
A customer in (B)(6) notified biomerieux of a discrepant false negative result associated with chromid cps elite agar plates (reference (B)(4)the customer reported the media shrinking and results with no growth. Incubation was confirmed at 37 deg c for 24 hours. The customer indicated patient results were not affected. In addition, the customer indicated there was no evidence to support erroneous results were reported to a physician, patients were treated incorrectly or harmed, and/or delays in reporting results.